Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator was in back-up. The device was restored to normal functions. The patient was asymptomatic due to the event.